Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was aborted. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) with a watchman trusteer access system (was). Directly after tsp, a pe was immediately noted to start growing anterior to the right ventricle. The physician decided to abort the procedure and perform a pericardiocentesis and an auto-transfusion of the patient's blood. The bleeding did not stop so a sternotomy was performed and a laceration to the dome of the left atrium was noted, and the perforation was stitched closed. The laa was then clipped using a non-boston scientific clip device. The patient remains hospitalized but is expected to make a full recovery. The device is not expected to be returned for analysis. It was further confirmed that trusteer sheath was the only device present when patient complication noted. In the physician opinion, there was no malfunction or contribution from versacross device. The patient fully recovered and discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted due to the updated field describe event or problem (b5), in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was aborted. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) with a watchman trusteer access system (was). Directly after tsp, a pe was immediately noted to start growing anterior to the right ventricle. The physician decided to abort the procedure and perform a pericardiocentesis and an auto-transfusion of the patient's blood. The bleeding did not stop so a sternotomy was performed and a laceration to the dome of the left atrium was noted, and the perforation was stitched closed. The laa was then clipped using a non-boston scientific clip device. The patient remains hospitalized but is expected to make a full recovery. The device is not expected to be returned for analysis.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) outcomes attrib to adv event (b2), in section b - adverse event/product prob, and patient codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was aborted. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) with a watchman trusteer access system (was). Directly after tsp, a pe was immediately noted to start growing anterior to the right ventricle. The physician decided to abort the procedure and perform a pericardiocentesis and an auto-transfusion of the patient's blood. The bleeding did not stop so a sternotomy was performed and a laceration to the dome of the left atrium was noted, and the perforation was stitched closed. The laa was then clipped using a non-boston scientific clip device. The patient remains hospitalized but is expected to make a full recovery. The device is not expected to be returned for analysis. It was further confirmed that trusteer sheath was the only device present when patient complication noted. In the physician opinion, there was no malfunction or contribution from versacross device. The patient fully recovered and discharged.